Event description:
Patient reported that pump dispensed insulin during load cartridge phase.

Manufacturer narrative:
2531779-03/24/2010-003-r. The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/12/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. There was evidence of contamination observed on the force sensor plate.